Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 54 mg/dl and 72 mg/dl which was treated with fruit snacks. Customer stated that health care personnel wants blood glucose range to be 60 mg/dl to 140 mg/dl due to customer being pregnant. The customer declined troubleshoot for low blood glucose. Customer was not in auto mode. The insulin pump will not be returned for analysis.